Event description:
Same as manufacturing number 6000093-2004-01259 during a coronary drug eluting stenting treatment procedure, withdrawal resistance issues were encountered with the guidewire. A taxus express 2 3.0 x 16 mm drug eluting stent was implanted into an unknown vessel. The physician noted that while introducing and withdrawing the stent delivery system, it was sticking to the guidewire. The wire had been properly wiped down prior to the procedure. When the wire was removed from the body it was inspected and was found to have no kinks. There were no reported pt complications.